Event description:
The event was identified through a retrospective review of product liability lawsuits. Through this review, we have identified a few events where the plaintiff had filed a suit against the company, and it was handled by our legal department, but the underlying product information had not been forwarded to the complaint handling unit. Livanova opened a CAPA to identify any possible lawsuits that might require complaint reporting and to retrospectively submit those events that were not previously submitted and to prevent future similar issues from occurring. Complainant alleges through their counsel that he underwent an operation on (B)(6) 2005. Heater-cooler 3t was used in this surgery. No additional information was provided. Based on current status of the investigation the alleged device issue was yet not confirmed.

Manufacturer narrative:
D.4. Serial number is unknown. This information will be provided in a supplemental report if made available. H.4. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report

Manufacturer narrative:
H10: through follow up communication, livanova learned that possible involved device serial numbers could be the following: (B)(6) and (manufactured 14/dec/2000) or (B)(6)(manufactured 25/feb/2002) (model: 16-02-80). No other information has been made available from the customer. Livanova maintains DHR documentation that provides evidence of the production and control activities carried out during the manufacturing of the medical device according to device master record (dmr) specifications and procedures. For sn (B)(6) it is not deemed necessary to perform DHR review since contribution of possible native defects can be expected during first usages. No device, between the ones possible involved and in use at the hospital at the time of surgeries ((B)(6) 2015), was upgraded with vacuum and sealing kit. No further investigation is possible. Source of patient contamination remains unknown and a direct relationship between the reported adverse event and the device could not be established. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.